Event description:
It was reported that a patient alert triggered for oversensing on the right ventricular lead. The patient had a true ventricular tachycardia episode that was converted with a shock after antitachycardia pacing failed to convert the rhythm. Oversensing and undersensing were noted in the episodes. The patient called to report that the lead had fractured. The lead was removed and replaced. No patient complications have been reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the defibrillator conductor was fractured. It was also noted that the outer insulation was breached due to clavicle-rib crush, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism. The analyst also noted that the exposed svc defibrillator coil fractured at 31.9 cm, 32.0 cm, and 32.1 cm; however, the interior cable continuity is complete.